Event description:
Removal of endosseous dental implants. Implant was placed in site 24 (class I bone) during a routine procedure. The implant was removed on 12/26/96 due to pain, swelling and presence of a fistula. The clinician reports that the primary reason for implant failure is due to possible buccal perforation in the bone during implant placement. A secondary factor is patient noncompliance with antibiotic regimen.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent riks of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.